Event description:
The customer stated that she was experiencing low blood glucose levels and was feeling shaky. The customer treated her blood glucose during the call, but her blood glucose kept dropping. The paramedics were called for assistance and the customer was treated, then taken to the hospital. The blood glucose reading was 56 mg/dl when the paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.